Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an inaccurate infusion delivery. The pump underwent volumetric tests with the rate at 200 ml/hour and the volume to be infused (vtbi) at 50 ml. The actual amount delivered was not provided, however. A pyrex vista 70024-50 cylinder was used to measure. An interlink system solution set was used and it was the 4th time this was used. There was no known patient injury or medical intervention associated with this event. No additional information is available.